Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: "no harm or injury to pt. The injection port loosened before use."

Manufacturer narrative:
This case has been reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because this issue if it happened after insertion would potentially prevent the deflation of the balloon. The inability to deflate the balloon has, in the past, resulted in several serious adverse events. Reported to the FDA on (B)(4) 2013.